Event description:
Caller reported that the t:slim x2 pump battery would not charge and the pump screen was dark. Customer confirmed using the correct cables and adapters, but switching to different ones did not solve the issue. There was no adverse impact to the customer¿s blood glucose level reported. Customer took action by planning to use multiple daily injections as a backup insulin delivery method. Technical support arranged to send a replacement pump with updated software, and instructed the customer to complete training before its use. Customer was also informed on the process for returning the malfunctioning pump.